Event description:
A surgeon reported that a patient who received calstrux and op-1 implant for a re-do of an ankle fusion (date of surgery unknown), experienced infection secondary to increased drainage with residual calstrux extruding out of the wound (onset date unknown). The wounds were irrigated, but the wound had not healed at the time of the report. No other information was provided. The causality was not reported. The events were deemed nonserious.